Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in backup vvi via remote report. No patient symptoms were reported. No further information available.

Event description:
New information received notes it was a merlin transmission connectivity issue that had caused the backup vvi. Firmware was downloaded successfully, and device was recovered. Patient was happy.